Event description:
Serfas wand broke apart in patient's knee, according to the surgi-care rep. The doctor removed all the pieces from the patient and continued with another wand. According to the rep, the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation is completed.